Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified)bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event injury were updated to new events pelvic pain, abdominal pain. On 18-sep-2019: fu 2 and 3 process together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, urinary tract infection, depression, genital haemorrhage, nausea, appetite lost, endometriosis ablation, smoker, uti and right lower quadrant pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), polycystic ovaries ("pcos") and menstrual disorder ("not have a normal period") and was found to have blood testosterone increased ("high testosterone"). The patient was treated with surgery (essure removal/bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, blood testosterone increased, menstrual disorder, pelvic pain and polycystic ovaries to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified)bilateral occlusion. Ultrasound pelvis - on (B)(6) 2015: 1. Normal transvaginal and transabdominal pelvic ultrasound. 2. Normal arterial and venous doppler evaluation of the ovaries. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received; new event pcos, not have a normal period and high testosterone added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, urinary tract infection, depression, genital haemorrhage, nausea, appetite lost, endometriosis ablation, smoker, uti and right lower quadrant pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal/bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2009: essure confirmation test (unspecified) bilateral occlusion. Ultrasound pelvis: on (B)(6) 2015: 1. Normal transvaginal and transabdominal pelvic ultrasound. 2. Normal arterial and venous doppler evaluation of the ovaries. Ultrasound scan vagina: on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received new events were added: back pain, joint pain. Reporter information were updated. Patient history and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.